Event description:
The pt experienced a shocking or jolting sensation. A couple of days ago he was getting into bed and for a "split second" felt an "electrical charge" that came from the neurostimulator (ins). He fell on the ins 3 weeks ago has not noticed any changes in stimulation except for the "electrical charge". He was at home and will go to his hcp if there are any changes. Add'l info has been requested.

Manufacturer narrative:
(B) (4).